Event description:
Case #: (B)(4). Case subject: npi 8110 completed calibration. Account name: (B)(6). Account #: (B)(6). Asset name: 8110 syringe module v9.33.0. Asset location: contact: (B)(6) contact email: (B)(6). Contact phone: (B)(6). Contact mobile: patient or user involvement: no. Patient or user harm: no. Case description: 8110 sn: (B)(6) customer wanted to know why it pass the calibration but it still say it needs to be calibrated. Case resolution: how to perform calibration: I explain to the customer that he needed to run the full pm on the alaris system maintenance when he's done it should give him a new date. I also explain to the customer that he had to make sure that his computer has the right date as well. The customer said ok that he will run another pm. And if he has any more problems that he would call back. I said ok and the call was ended.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of completed calibration. Technical support - how to perform calibration/ I explain to the customer that he needed to run the full pm on the alaris system maintenance when he's done it should give him a new date. I also explain to the customer that he had to make sure that his computer has the right date as well. The customer said ok that he will run another pm. And if he has any more problems that he would call back. I said ok and the call was ended. A review of the device history record for sn (B)(6) was performed from date of manufacture 04/07/2014 to the present date 01/18/2021 and note that this device has been returned for service once without correlation to the customer reported issue. Also, there were no production failures indicated on the source device. Based on the troubleshooting results technical support provided insufficient information to determine the proximate cause of the reported issue. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that a calibration issue occurred. There was no patient involvement.